Event description:
The unit was sent to a covidien service center for a failure of the power supply. Upon triage, a service technician found the power cord is damaged and showing bare copper wires. This is an electrical safety hazard.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.